Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after the reset. The customer declined further assistance and a follow-up but requested an email with the reset instructions.